Manufacturer narrative:
Device evaluation by manufacturer: a field service engineering (fse) was at the customer's site to address reported event. Fse confirmed reported error by reviewing the error log and reproduced the error by running a daily check. While troubleshooting, fse found the suction pad on the sorter cup pickup was worn and was not picking up cups properly. Fse replaced the suction pad and performed a sorter test and several cup transfer tests without error. Fse performed a quality control run to validate the instrument, run passed without error and within acceptable range. No further action required by field service. The aia-900 instrument is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number: (B)(4). There were no other similar complaints found during the searched period. The aia-900 operator's manual under section 12 - flags and error messages states: sorter-z home overrun: cause: the home sensor s022, which is not supposed to be activated after the sorter z-axis moves, was activated. A retry will take place, and if there is no improvement a flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s022, and also check to see the cause of slipping, and so on, that occurs when pm022 moves to the limit side. The most probable cause of the reported event was due to worn suction pad for sorter head.

Event description:
A customer reported getting error message "4053 sorter-z home overrun" on the aia-900 instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for progesterone (progii) and intact parathyroid hormone (ipth). There is no indication of any patient intervention, or adverse health consequences due to the delay in reporting of patient results.